Manufacturer narrative:
H.6. Investigation: a device history review was conducted for lot number 9106920. Our records show that this is the only instance of this issue occurring in this production batch. According to the sampling plan applied for product performance, this lot was accepted and released without defects being noted during the final assembly or visual inspections. Unfortunately a sample could not be obtained for evaluation and testing. Without the ability to investigate the affected unit our quality engineers were unable to determine the root cause for this complaint. H3 other text : see h.10.

Event description:
It has been reported that one intima-ii y 24gax0.75in prn/ec slm has been found containing foreign matter before use. The following has been provided by the initial reporter: when preparing to use the indwelling needle for venipuncture in the emergency room, it was found that there was an obvious white and unknown powdery substance on the internal steel needle, and the indwelling needle was immediately replaced to puncture the patient.

Manufacturer narrative:
A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It has been reported that one intima-ii y 24gax0.75in prn/ec slm has been found containing foreign matter before use. The following has been provided by the initial reporter: when preparing to use the indwelling needle for venipuncture in the emergency room, it was found that there was an obvious white and unknown powdery substance on the internal steel needle, and the indwelling needle was immediately replaced to puncture the patient.